Manufacturer narrative:
An event of device migration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2135147-2021-00564. On an unknown date, two 10mm amplatzer vascular plug ii were successfully implanted in a patient. On an unknown date, both plugs were found to have migrated down into the abdominal aorta. The patient was brought to surgery where the plugs were successfully snared and replaced with two larger plugs to resolve the event. The physician thought the event was due to the plugs used being too small in diameter or that the patients anatomy changed, there was no allegation against the abbott devices. The patient is stable. No additional information as provided.